Manufacturer narrative:
Based on the communications with the user, radiometer investigations suggest that there is no issue with the analyzer's software. But with the provided info radiometer is unable to determine the exact root cause, and hence remains unknown.

Event description:
Customer reported the screen on the abl90 flex plus blood gas analyzer (serial number: (B)(6)) will freeze while running a sample. The customer is concerned about losing samples.

Manufacturer narrative:
Additional information regarding the event was provided on 2024-09-03 and 2024-09-05: customer runs a measurement on the abl90 flex plus blood gas analyzer, but the result is not shown. The customer powers off and on the analyzer (sooner or later), the errors are logged internally. The analyzer's application fails to show the result and does not proceed but it keeps running. Because the application is running, the analyzer does not restart automatically. Investigations on the provided data logs prior to these new information, showed the abl90 flex plus blood gas analyzer had not failed. Radiometer is still investigating the new information and data logs.